Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had a blank display. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
(B)(4). There was no patient involvement at the time of the reported incident. A field service engineer evaluated the ventilator and confirmed the reported condition. They replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed pvt, est, and sst and was returned to the customer.

Event description:
There was no patient involvement at the time of the reported incident.